Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited under-sensing on the atrial channel. No interventions or changes were reported. The patient's condition was unknown.

Event description:
New information received notes that the patient presented for a follow-up in clinic. Interrogation revealed that the pacemaker exhibited intermittent atrial sensing. Programming changes were made to address the issue, and no patient consequences or symptoms were reported.

Manufacturer narrative:
Correction: section h6 - "under-sensing" should not have been submitted in adverse event problem in 2017865-2026-04005.